Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unknown lesion. An armada 35 6x40mm balloon catheter was advanced toward the target lesion. An attempt was made to inflate the device and a fluid leak was noted near the hub. The physician used the same device to successfully treat the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis, therefore the reported leak near the hub could not be confirmed. A review of the complaint handling database found no similar incidents from this lot. Based on the reported information, abbott conducted root cause analysis and found the occurrence to be potentially related to a manufacturing and design issue. Further assessment of this issue per site operating procedures was performed. There is no evidence to suggest that the potential product deficiency effects inventory or distributed product. The performance of these devices will continue to be monitored.